Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of (B)(6) 2026 - (B)(6)2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the pods used were only receiving invalid estimated glucose values until 13:20 on (B)(6) 2026, indicating that the pod was unable to find the sensor entered into the application. Pod changes occurred during this period, with each pod being unable to find the sensor after searching until the pod used on (B)(6) 2026 was able to find and connect to the sensor to begin receiving valid estimated glucose values. While the system was used in automated mode with missing values, the system correctly transitioned to automated mode: limited and was delivering safe basal, which is the lower of the user's adaptive basal rate and manual basal program. The cloud data also showed that, while in automated mode with missing sensor values, the system was generating missing sensor values alerts every hour that values were still missing. When the system was used in manual mode, the system was correctly delivering the user's manual basal program. The cloud data showed that boluses were being regularly delivered during this period and the phb data showed that, for each bolus, the total pulses delivered count tracked by the pod was correctly increasing based on the total bolus volume of each bolus after delivery of each bolus. Indicating that each bolus was actively and completely delivered. No evidence of the system failing to deliver insulin was observed in the available cloud data. The exact cause of the observed pod-sensor connection issues could not be determined from the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A family relative contacted customer support to report an incident involving the patient while using the pod worn on the skin for between 24 and 36 hours on the skin at the time medical attention was sought. The family relative confirmed the patient was wearing the pod when presenting to the hospital, and the medical visit was related to an issue with the controller. The family relative reported that the controller was displaying missing sensor values and the patient experienced significantly elevated blood glucose levels, reported to be approximately 585 mg/dl, despite attempting bolus delivery. Due to persistent hyperglycemia and the patient not feeling well, a manual insulin injection was administered. When glucose levels did not sufficiently decrease and symptoms continued, the patient was taken to the hospital on (B)(6) 2026. The patient remained at the hospital for approximately seven hours and was discharged the same day. Reported symptoms included feeling unwell, presence of ketones, nausea, and headache. The patient was diagnosed with a urinary tract infection and high blood glucose levels. Treatment provided included intravenous fluids and antibiotics. Abbott was notified of the event on 07 april 2026.